Event description:
It was reported that the pump touch screen was cracked and unresponsive. It was also reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 117 mg/dl. The customer reverted to an alternate method in insulin therapy.